Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button was unresponsive. The remainder of the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2012.